Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Photo provided shows an iol in a lens case base. The iol appears to be bent/deformed. The investigation conducted a nonconformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, there was discovered iol was deformation in the optic and the haptics parts. An alternative available iol was implanted in the patient, and procedure was completed on same day. Additional information has been requested but is not available at the time of this report.